Event description:
Reporter indicated that the patient was experiencing an increase in grand mal seizures. No other information is known at this time. All attempts for further information have been unsuccessful to date.